Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device did not work at all. During service and evaluation, it was observed that the locking components were damaged and the device did not work at all. It was further determined that the coupling was defective. It was further determined during the pre-repair diagnostics assessment that the device failed for safety. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.